Manufacturer narrative:
Product event summary: manufacturer's analysis found that the stylus touch-pen of the programmer did not align with the cursor on the display screen. It was also noted that the handle covers were broken, and the lower case was worn out. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as a pullback subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.